Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up", journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in consecutive patients. The article describes results of a study involving patients being treated with bilateral -stn dbs for advanced parkinsons disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. During the dbs lead implant procedure, one patient experienced a left-sided intracerebral bleed resulting in a slight permanent aphasia. The implant was interrupted and had to be placed two months after the stroke.

Manufacturer narrative:
See scanned pages.